Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient had a computed tomography (CT) scan that showed a hematoma and residual mass white count that was climbing. Antibiotics were started and the patient experienced worsening abdominal pain. Drain output changed from old blood to darker and green, appearing to have feculent material. Treatment included surgery, changes to medication and parenteral antibiotics. No additional information was provided.

Manufacturer narrative:
Additional information manufacturers investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.